Manufacturer narrative:
The ins was returned, but the lead was not. The codes are in addition to the previously reported codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost therapeutic relief after a fall. The rep didn¿t know when the fall occurred, but an x-ray showed the lead had moved about a month ago. The lead was replaced. The rep stated that the healthcare provider couldn¿t get the set screw down after the lead was replaced, so they ended up using another ins and that resolved the issue. It was noted that the rep didn¿t think the healthcare provider backed the set screw out too far. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) revealed: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. If information is provided in the future, a supplemental report will be issued.